Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 12x13 mm in size and located in the left lower lobe superior segment. Per the physician, the pneumothorax was likely related to taking too many biopsies (using both needle and forceps) and attempting cloud biopsy with only an eccentric view (no concentric view obtained). The physician reported that, post-procedure, the patient was somnolent prior to chest tube insertion, had a cough, and required bilevel positive airway pressure (bipap), antibiotics, steroids, and bronchodilators. The patient was hospitalized for 1 week then discharged home. The diagnosis was pneumonia and mycobacterium. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.